Event description:
It was reported that the patient went to the clinic experiencing shortness of breath. It was also reported that the device indicated elective replacement [eri] early. The device was reprogrammed and later explanted and replaced. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model.